Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that balloon came off the shaft upon removal, stuck in the vein and surgical cut was made to remove the balloon. The 70-90% stenosed and compressed target lesion was located in the non-calcified, so fibrous and some webbing previous deep vein thrombosis (dvt). An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilation after placement of an 22x70 wall stent was placed on the left side. Upon removal, it was noted that the balloon came off the shaft and became stuck in the external iliac vein. A surgical cut down to the left common femoral vein and incision made to the vein to remove the balloon after it was snared. There were no patient complications as a result of this event. Patient went home the next day.

Event description:
It was reported that balloon came off the shaft upon removal, stuck in the vein and surgical cut was made to remove the balloon. The 70-90% stenosed and compressed target lesion was located in the non-calcified, so fibrous and some webbing previous deep vein thrombosis (dvt). An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for post dilation after placement of an 22x70 wall stent was placed on the left side. Upon removal, it was noted that the balloon came off the shaft and became stuck in the external iliac vein. A surgical cut down to the left common femoral vein and incision made to the vein to remove the balloon after it was snared. There were no patient complications as a result of this event. Patient went home the next day.